Event description:
During a routine device replacement procedure due to normal elective replacement indicator (eri), the parylene coating was observed to be peeling off the device. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.